Event description:
It was reported that a patient underwent a sling procedure by the "retro-symphysis approach". Six hours post-operatively, the patient became tachycardic with decreased blood pressure and pain and had massive bleeding into the retropubic space caused by laceration of vessels(s). Abdominal revision was performed to locate and coagulate the bleeding vessels and to remove the sling device.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.